Manufacturer narrative:
(B)(4). A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were alignment issues during use. There was a problem in closing the clip because of the alignment issue. No clips fell from the device. The patient's condition was reported as fine.